Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Event description:
It was reported during the implant attempt that the device had an impedance problem so the connection screw was loosened and the is/1 connector was fitted again. The physician then could not re-tighten the connection screw. A new device was used. No patient complications were reported as a result of this event.